Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the scope was not flashing, this was involving a gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during device evaluation, corrosion of the adhesive around the light guide (lg) lens, corrosion of the adhesive around the objective lens, and corrosion of the adhesive on the bending section cover (a-rubber). Based on the results of the investigation, a probable root cause of the reported reported malfunction could not be identified. Additionally, the most probable cause of the newly found issues is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.